Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15jan2021 .

Event description:
It was reported to philips that the device had a proximal pressure sensor auto-zero failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. A philips service engineer (se) was dispatched to the customer site. The error log revealed that e-110b proximal pressure sensor auto zero failed had occurred. When the fse tested the oxygen concentration, it was set at 30%, and the measured value was 24.3%. The se replaced the solenoid valve #3 and #4 to resolve the issues and the device passed performance verification testing.